Manufacturer narrative:
The last calibrations performed on (B)(6) 2021 and (B)(6) 2021 were ok and there were no alarms. Na controls were outside of range multiple times on (B)(6) 2021 and (B)(6) 2021, but were within range on the morning of each day. The customer noted there were multiple error messages on (B)(6) 2021 and (B)(6) 2021 indicating ise hardware issues. The field service engineer determined a system reagent was losing prime. The system reagent tubing was replaced. The customer ran controls multiple times per day and results did not drift. Correlation studies were performed with another laboratory and these were within acceptable limits. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Unique identifier (UDI) #(B)(4).

Event description:
The initial reporter stated that starting on (B)(4) 2021, they have had issues with the na+ electrode results drifting low on a cobas integra 400 plus. After calibration and controls are run, na patient results will drift low after a few hours. Controls will then be tested and these recover low. The reporter states that they will then run electrode service maintenance, recalibrate, and repeat controls and they recover fine. Patient samples will be repeated and these recover higher. The reporter stated they changed system reagents, but this did not help. The reporter also stated they removed the electrodes and checked for moisture or salt buildup, then reseated them. The reporter provided data for two patient samples with discrepant na results. No incorrect results were reported outside of the laboratory. The first sample initially resulted with an na value of 134.7 mmol/l, which repeated as 140.8 mmol/l. The second sample initially resulted with an na value of 134.0 mmol/l on (B)(4) 2020, which repeated as 139.7 mmol/l. The na electrode lot number was 21503247, with an expiration date of 14-may-2021.